Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the clinical file was received. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the provided data file showed that the analyses from the reported patient event appear to be very noisy and being influenced by said noise and/or artifacts. These noises and artifacts are generally seen when a patient is being moved or transported in a bumpy ambulance. The noise and/or artifacts are indicative of poor pads connection between the patient and the pads. Analysis 2 resulted in a shock advised prompt was greatly influenced by the presence of artifacts. Subsequent analyses also contain a noisy baseline artifacts but the algorithm determine the rhythms as an asystole and non-shockable. In AED mode, the device does not allow a shock if the algorithm does not detect a shockable rhythm even when the shock button is pressed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.